Event description:
It was reported that this lead was explanted due to an unknown product performance issue. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier, d6a: implant date, d6b: explant date.

Event description:
It was reported that this lead was explanted due to an unknown product performance issue. This lead was discarded, therefore, it is not expected to be returned for analysis. No adverse patient effects were reported.